Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or e/a alarm anomaly noted during testing. Device had cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had some weird error message. Customer's blood glucose value was unknown. Customer stated that they fell and managed to crack the screen on insulin pump. Customer stated that the battery life was stank. The device will not be returned for analysis.